Manufacturer narrative:
Date of event: this event occurred from december 22, 2022 to january 04, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-five (25) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam near the injection port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 12, 2022 - august 13, 2022. H10: two (2) actual samples and one (1) companion sample were received for evaluation. The remaining samples were not returned and therefore could not be evaluated. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area in all three samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.